Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his keypad was acting up and that his insulin pump alarmed button error. Troubleshooting was declined as the customer was at his wedding; the customer was planning to call back the next day. No products were returned or replaced.